Manufacturer narrative:
Updated: b4, g6, h2, h10 correction: upon receipt of additional information, it has been determined that this is a duplicate complaint of a previously reported event. The initial report was forwarded in error and should be voided. This device was reported on (B)(6), report name: (B)(6), lp-10-120 leep (B)(6).

Event description:
Upon receipt of additional information, it has been determined that this is a duplicate complaint of a previously reported event. The initial report was forwarded in error and should be voided.

Event description:
It was reported that the patient and doctor were shocked during routine procedure and sustained minor injuries. Procedure was completed by another physician. New bovie pad placed. No additional information is available. Lp-20-120 leep (B)(4).

Manufacturer narrative:
The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.